Manufacturer narrative:
Reference record (B)(4). The device involved in the event was removed from the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Catalog number in d4 is the international list number which is similar to us list number of 062910. Stoma site infection is a known complication of a peg tube/ j-tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
In july 2019, on an unknown date, a patient in germany underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. A physician reported that in august 2023, while in pakistan the patient experienced a stoma site infection, and the patient underwent tubing replacement with non-abbvie tubing with a new stoma site. It was reported that the patient was treated with an unspecified cephalosporin antibiotic for 14 days for the stoma infection.